Event description:
It was reported that during a da vinci s prostatectomy procedure a tear was observed on the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The tip cover was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the tip over.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .024" x .025" hole in the silicone, located .026" above the silicone to sleeve interface. The silicone around the hole exhibits localized melting, indicating an arcing event occurred. The mcs instrument used in conjunction with the tip cover accessory was also returned and evaluated. Engineering observed a char mark on the instrument at the proximal clevis ear. With the tip cover installed, the hole position aligns closely to the char mark.